Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call that customer experienced high blood glucose and also received no delivery alarm initially. The customer¿s blood glucose level was 434 mg/dl and 304 mg/dl at the end of call. The customer was treated with bolus. The customer assisted for troubleshooting for high blood glucose and no delivery alarm. The insulin pump will not be returned for analysis.